Manufacturer narrative:
All available information was investigated, and the reported clip open inability was not confirmed via device analysis. Additionally, the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open inability and torn clip cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and pre-existing posterior flail. A mitraclip xtw (60224r1021) was prepared per the instructions for use (IFU) and inserted. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. A mitraclip xtw (60224r1019) was then inserted and successfully deployed on the mitral valve. A mitraclip xtw (60224r1020) was then prepared per the IFU and inserted. However, when the clip was inserted into the la, it was unable to open. Therefore, the clip was removed and replaced. A mitraclip xtw (60224r1023) was then inserted and successfully deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The mitraclip xtw device (60224r1021) returned, and analysis reported a torn clip cover.